Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope and the sheath were kinked. Impedance testing revealed no electrical issues with the device. A good square image appeared in the ilab system during image characterization test. The catheter did flush normally when the imaging core was fully retracted and fully advanced, no air was entrapped within the catheter.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image clarity at the lesion site was poor, so additional flushing outside the body was attempted, but air ingress might not have been completely resolved. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image clarity at the lesion site was poor, so additional flushing outside the body was attempted, but air ingress might not have been completely resolved. The procedure was completed with another of the same device. No patient complications were reported.